Event description:
Additional information received indicated that additional information received indicated that due to the unchanged mitral regurgitation, the patient was readmitted to the hospital on (B)(6) 2015 and underwent mitral valve replacement on (B)(6). Due to a previous unsuccessful attempt to implant an annulus condensing device on (B)(6) 2014 and the ruptured chordae and ripped posterior mitral leaflet located lateral to the clip that thought was to have occurred during the (B)(6) 2015 mitraclip procedure, mitral valve reconstruction was not possible. Therefore, the patient had mitral valve replacement. Post surgery, the patient was stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, implanted mitraclip. The customer reported that the clip delivery system (cds) was discarded. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. There was no reported device malfunction associated with the cds. A review of the lot history record identified no manufacturing nonconformities issued to this lot that would have contributed to the reported event. The patient effects of mitral valve injury (tissue damage) and mr (reported as unchanged), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship of the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The clip delivery system (cds) was not returned for analysis. The analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the cds. A review of the lot history record identified no manufacturing nonconformities issued to this lot that would have contributed to the reported event. The patient effects of mitral valve injury (tissue damage) and mitral regurgitation (mr) (reported as unchanged), as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, it is possible that the mr was unchanged due to the reported tissue damage that occurred during attempts to position the clip more lateral; however, this cannot be confirmed. Although a conclusive cause for the reported patient effects and the relationship of the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed as a chordal rupture occurred while the clip delivery system (cds) was being maneuvered in the left ventricle. Chordal rupture is considered patient injury. It was reported that during the mitraclip procedure, one clip was implanted. The mean pressure gradient (mpg) was 4mghg and the mitral regurgitation grade was 2-3. A second cds ((B)(4)) was prepared for use. It was not possible to place the clip onto the mitral valve leaflets as the mpg increased to 8-9mmhg. It was thought that a chord rupture occurred while maneuvering the cds. The second clip was not deployed. The device was removed from the anatomy. Post procedure, the mitral regurgitation grade remained at the preprocedure grade 3-4. No additional treatment or medication was administered. No additional information was provided.